Event description:
It was reported that shortly after implant, the patient complained of chest pain, and the leads exhibited no capture. Further examination revealed that the ventricular lead had perforated the right ventricular outflow tract, and the atrial lead had dislodged and was in the right ventricle. Both leads were repositioned, and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.